Event description:
It was reported that the machine was switching on. It was unknown if the philips allura xper fd10 was in use at the time of the event as this information was not provided. No patient harm or injury was reported as a result of this event. A philips remote service engineer (rse) was dispatched to evaluate the complaint device. The philips rse indicated that there was an mpdu control card issue. The mpdu control card was reset and the system was returned to functionality. This event is currently under investigation.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) inspected the system remotely and identified an issue with the master power distribution unit (mpdu). After reviewed the log file, there was no led flash on mpdu control card. The rse directed the customer to reset the mpdu control card and cables. After the mpdu was reset, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method code were corrected.